Event description:
It was reported that during a gastric resection procedure, during the sleeve the closing works but stapling is negative and ablation hazardous. After a second identical experiment using another device. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Would not staple.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device cut? No if yes, was the cut line complete? Did the device deliver any staples? No. If yes, was the staple line complete? Were the staples formed properly? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? No information available. During which stroke did the event occur? No information available. What color cartridge was being used? No information available. Was buttressing material utilized? If so, which product? No information available. Was the instrument fired across or near an existing staple line or clip? No information available. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No information available. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.